Manufacturer narrative:
The device has been received and is pending an investigation. We will send a supplemental report once the investigation is complete. The controller has met all lot criteria.

Event description:
Post market reviewed this case where the customer reported within weeks of receiving her replacement controller she recognized the battery depletes quickly and the device appeared to be swollen. The device was returned for further investigation. Post market safety will reassess this case when new information becomes available.

Manufacturer narrative:
The user reported the device was not holding charge and the device was swollen. The back cover of the device was observed to be bulging. No damages or defects were observed to the charging port. The back cover was removed and no damages or signs of tampering were observed to the interior back cover; the tamper seal was still present. Upon removal of the interior back cover, the battery was observed to be swollen and damaged. A dent was observed on the top right of the battery. A hole was observed in the bottom of the battery. A scratch mark was observed underneath the vibration motor on the charging port pcba. The scratch mark on the pcba lines up with the location and size of the hole on the bottom of the battery, indicating this damage occurring during the assembly process of the device. Due to the device being at a low state of charge during assembly and shipping, the damage to the battery was not significant enough to cause immediate swelling. The user charging the device allowed the battery to swell and as a result, decreases the battery's efficiency. Investigation confirmed the damage to the battery during the assembly process is the cause of the battery not holding charge and the battery swelling.